Event description:
It was reported that the patient with this right atrial (ra) lead experienced infection. No additional adverse patient effects were reported. Currently, the ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).